Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon resected the tissue on the specimen side to remove the device.